Event description:
Preparing hemospray for use, turning knob on bottom to puncture co2 cartridge. Potential energy turned into kinetic energy in the wrong direction, splitting the handle and blew out the bottom of device. Co2 cartridge has a small imperfection at the top of its tip.